Manufacturer narrative:
Sientra complaint : (B)(4). Correction: d6a: originally (B)(6) 2020, corrected to: (B)(6) 2021. Received a updated implanted due to a follow up to a provider that this information was incorrect. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture baker grade 3 right side.